Manufacturer narrative:
Zimvie received one (1) unk abutment screw for evaluation. Visual evaluation was performed, a fracture has been identified in the returned implant. This complaint refers to the specific device unk abutment screw. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unk abutment screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that 2nd stage uncovering, general dentist called on c/o fractured abutment screw in implant because they could not seat crown, upon general dentist deliver crown. Patient sent to a prosthodontist, and they couldn't remove fractured abutment screw. Patient opted to extract implant.